Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri). There were no specific allegations against the functionality of the device.